Event description:
One-day old infant orally intubated and on ventilator support desaturated to 40% unexplicably. The unit had turned itself off making everything related to it fail, including the alarms.